Manufacturer narrative:
Analysis found that the temperature incoming test could not be performed because the motor of the handpiece stopped after seconds giving stalled error code 15 on the console. The motor was stuck. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece had an abnormal overheating. There was no patient impact.